Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a use error and acquired peritonitis. The use error was further described as pt failed to follow therapy steps. The cause of the peritonitis event was reported to be a disconnection of the pd catheter from the transfer set. After the disconnection occurred, the pt reconnected the two pieces together and then presented to the pd clinic with abdominal pain and cloudy pd effluent approximately one week after the disconnect. The pt was not hospitalized for the event. On an unreported date, the pt was treated with unspecified antibiotics for the peritonitis event (dose, route and frequency not reported). At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, in (B)(6) 2014, the patient developed peritonitis. The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.